Event description:
The facility removes the wire completely and then trims catheter to length and reinserts the wire. The insertion was very difficult, the PICC seemed to be bumping up against something. Removed catheter, and found that the wire had uncoiled. Not sure if a line was ever placed. No other info provided at this time. Additional info: during placement the catheter looked like it was spinning on the sherlock. Because the sherlock was going crazy, the nurse removed the catheter from the pt and found that the wire was uncoiled. A second kit was used without further incident. Wire broke inside catheter during insertion procedure and was in contact with pt. Staff did not feel there was any risk for embolism at the time. Wire did not migrate or embolize.

Manufacturer narrative:
The complaint of a break in the 3cg stylet was confirmed, but the cause remains unk. The product returned for eval was a 3cg stylet. Dark red residual material was seen throughout the sample. The stylet contained a complete break in the magnetic tip. The detached segment measured approx 1.7". Additional kinking of the polyimide tubing was also observed in the magnet tip region. Microscopic examination was performed on the fracture surface of the break site . The fracture surface appeared rough and granular. There was a circumferential variation in the wall thickness of the polyimide tubing. The thinnest region measured approx 0.0068". It is possible that the variation in polyimide tubing wall thickness contributed to the break in the magnetic tip; however the exact cause remains unk. A lot history review (lhr) of revf1156 showed no other similar product complaint(s) from this lot number.